Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 246050001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3550-39, lot# n244837, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient let her rechargeable implantable neurostimulator (ins) go into overdischarge too many times and her battery was completely depleted. It was reported that the battery was replaced.